Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection'), genital haemorrhage ('excessive bleeding'), cervix disorder ('had cervix frozen due to abnormalities in cervix'), nephrolithiasis ('kidney stones') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, back pain, human papilloma virus infection, chlamydial infection and cesarean section. Concurrent conditions included sinus infection, thrombocytopenia, rectal bleeding, hemorrhoids, burning in throat, sore throat and rhinorrhoea. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/severe pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and menstrual disorder ("menstrual cycle changes"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("gi conditions/issues with both constipation and diarrhea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dizziness ("dizzy"), balance disorder ("equilibrium is thrown off"), vision blurred ("blurry vision and difficulty focusing"), vitreous floaters ("sometimes I see floaters or black spots") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In 2016, the patient experienced cervix disorder (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced rash erythematous ("red cluster red rash on right side where there was pain"). In (B)(6) 2018, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), visual impairment ("vision problems/black spots"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches/pain") and chest pain ("chest pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (extracted 4 teeth and cervix frozen). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, cervix disorder, nephrolithiasis, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, visual impairment, endometriosis, mood swings, menstrual disorder, vaginal haemorrhage, dysgeusia, vulvovaginal mycotic infection, urinary tract disorder, bladder disorder, depression, anxiety, rash erythematous, migraine, nausea, dizziness, balance disorder, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, gastrointestinal motility disorder, abdominal pain, back pain, arthralgia and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, cervix disorder, chest pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash erythematous, tooth disorder, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012. The plaintiff received treatment for menorrhagia, psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, gastrointestinal disorder, visual impairment, endometriosis, nephrolithiasis. Four coils in the uterus on the left side and two coils in the uterus on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, abdominal pain. Lot number: 794899, manufacturing date: 2010/10, expiration date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, back pain, human papilloma virus infection, chlamydial infection, cesarean section and multiparous. Concurrent conditions included sinus infection, thrombocytopenia, rectal bleeding, hemorrhoids, burning in throat, sore throat and rhinorrhoea. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/severe pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and menstrual cycle abnormal ("menstrual cycle changes"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("gi conditions/issues with both constipation and diarrhea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dizziness ("dizzy"), balance disorder ("equilibrium is thrown off"), vision blurred ("blurry vision and difficulty focusing"), vitreous floaters ("sometimes I see floaters or black spots") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In 2016, the patient experienced cervix disorder ("had cervix frozen due to abnormalities in cervix"). In (B)(6) 2018, the patient experienced rash erythematous ("red cluster red rash on right side where there was pain"). In (B)(6) 2018, the patient experienced nephrolithiasis ("kidney stones"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), visual impairment ("vision problems/black spots"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches/pain"), chest pain ("chest pain"), menstruation abnormal ("last one wasnt normal") and pain ("stabbing burning pain / pain all time"), was found to have hormone level abnormal ("hormonal changes") and underwent tooth extraction ("tooth pull"). The patient was treated with surgery (extracted 4 teeth, bilateral tubouterine implantation with bilateral essure removal and cervix frozen). Essure was removed on (B)(6) 2020. At the time of the report, the uterine infection, tooth disorder, genital haemorrhage, cervix disorder, nephrolithiasis, dyspareunia, heavy menstrual bleeding, hypersensitivity, psychological trauma, urinary tract infection, hormone level abnormal, alopecia, visual impairment, endometriosis, mood swings, menstrual cycle abnormal, vaginal haemorrhage, dysgeusia, vulvovaginal mycotic infection, urinary tract disorder, bladder disorder, depression, anxiety, rash erythematous, migraine, nausea, dizziness, balance disorder, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, gastrointestinal motility disorder, abdominal pain, back pain, arthralgia, chest pain, tooth extraction, menstruation abnormal and pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, cervix disorder, chest pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual cycle abnormal, migraine, mood swings, nausea, nephrolithiasis, pain, pelvic pain, psychological trauma, rash erythematous, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, weight increased and menstruation abnormal to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012, (B)(6) 2012 the palntiff received treatment for menorrhagia , psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, gastrointestinal disorder, visual impairment, endometriosis, nephrolithiasis. Four coils in the uterus on the left side and two coils in the uterus on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Lot number: 794899, manufacturing date: 2010-10, and expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, back pain, human papilloma virus infection, chlamydial infection, cesarean section and multiparous. Concurrent conditions included sinus infection, thrombocytopenia, rectal bleeding, hemorrhoids, burning in throat, sore throat and rhinorrhoea. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/severe pain"). In may 2012, the patient experienced mood swings ("mood swings") and menstrual cycle abnormal ("menstrual cycle changes"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("gi conditions/issues with both constipation and diarrhea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dizziness ("dizzy"), balance disorder ("equilibrium is thrown off"), vision blurred ("blurry vision and difficulty focusing"), vitreous floaters ("sometimes I see floaters or black spots") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In 2016, the patient experienced cervix disorder ("had cervix frozen due to abnormalities in cervix"). In (B)(6) 2018, the patient experienced rash erythematous ("red cluster red rash on right side where there was pain"). In september 2018, the patient experienced nephrolithiasis ("kidney stones"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), visual impairment ("vision problems/black spots"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches/pain"), chest pain ("chest pain"), menstruation abnormal ("last one wasnt normal") and pain ("stabbing burning pain / pain all time"), was found to have hormone level abnormal ("hormonal changes") and underwent tooth extraction ("tooth pull"). The patient was treated with surgery (extracted 4 teeth, bilateral tubouterine implantation and cervix frozen). Essure was removed on (B)(6) 2020. At the time of the report, the uterine infection, genital haemorrhage, cervix disorder, nephrolithiasis, dyspareunia, heavy menstrual bleeding, hypersensitivity, psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, visual impairment, endometriosis, mood swings, menstrual cycle abnormal, vaginal haemorrhage, dysgeusia, vulvovaginal mycotic infection, urinary tract disorder, bladder disorder, depression, anxiety, rash erythematous, migraine, nausea, dizziness, balance disorder, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, gastrointestinal motility disorder, abdominal pain, back pain, arthralgia, chest pain, tooth extraction, menstruation abnormal and pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, cervix disorder, chest pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual cycle abnormal, migraine, mood swings, nausea, nephrolithiasis, pain, pelvic pain, psychological trauma, rash erythematous, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection, weight increased and menstruation abnormal to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012, (B)(6) 2012 the plaintiff received treatment for menorrhagia , psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, gastrointestinal disorder, visual impairment, endometriosis, nephrolithiasis. Four coils in the uterus on the left side and two coils in the uterus on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Essure removal details, medical history and reporter information was added. Action taken with drug updated. Case became medically confirmed a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, back pain, human papilloma virus infection, chlamydial infection and cesarean section. Concurrent conditions included sinus infection, thrombocytopenia, rectal bleeding, hemorrhoids, burning in throat, sore throat and rhinorrhoea. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2011, the patient had essure inserted. In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/severe pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and menstrual disorder ("menstrual cycle changes"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("gi conditions/issues with both constipation and diarrhea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dizziness ("dizzy"), balance disorder ("equilibrium is thrown off"), vision blurred ("blurry vision and difficulty focusing"), vitreous floaters ("sometimes I see floaters or black spots") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In 2016, the patient experienced cervix disorder ("had cervix frozen due to abnormalities in cervix"). In (B)(6)2018, the patient experienced rash erythematous ("red cluster red rash on right side where there was pain"). In (B)(6)2018, the patient experienced nephrolithiasis ("kidney stones"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), visual impairment ("vision problems/black spots"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches/pain") and chest pain ("chest pain"), was found to have hormone level abnormal ("hormonal changes") and underwent tooth extraction ("tooth pull"). The patient was treated with surgery (extracted 4 teeth and cervix frozen). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, cervix disorder, nephrolithiasis, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, visual impairment, endometriosis, mood swings, menstrual disorder, vaginal haemorrhage, dysgeusia, vulvovaginal mycotic infection, urinary tract disorder, bladder disorder, depression, anxiety, rash erythematous, migraine, nausea, dizziness, balance disorder, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, gastrointestinal motility disorder, abdominal pain, back pain, arthralgia, chest pain and tooth extraction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, cervix disorder, chest pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash erythematous, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. The plaintiff received treatment for menorrhagia , psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, gastrointestinal disorder, visual impairment, endometriosis, nephrolithiasis. Four coils in the uterus on the left side and two coils in the uterus on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2018: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6)2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : low back pain, abdominal pain lot number: 794899 manufacturing date: 2010/10 expiration date: 2013/10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: tooth pull. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:tooth extraction were added.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection'), genital haemorrhage ('excessive bleeding'), cervix disorder ('had cervix frozen due to abnormalities in cervix'), nephrolithiasis ('kidney stones') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder, back pain, human papilloma virus infection, chlamydial infection and c-section. Concurrent conditions included sinus infection, thrombocytopenia, rectal bleeding, hemorrhoids, burning in throat, sore throat and rhinorrhoea. Concomitant products included medroxyprogesterone acetate (depoprovera). In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/severe pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings") and menstrual disorder ("menstrual cycle changes"). In 2012, the patient experienced tooth disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and gastrointestinal motility disorder ("gi conditions/issues with both constipation and diarrhea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dizziness ("dizzy"), balance disorder ("equilibrium is thrown off"), vision blurred ("blurry vision and difficulty focusing"), vitreous floaters ("sometimes I see floaters or black spots") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In 2016, the patient experienced cervix disorder (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced rash erythematous ("red cluster red rash on right side where there was pain"). In (B)(6) 2018, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), visual impairment ("vision problems/black spots"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches/pain") and chest pain ("chest pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (extracted 4 teeth and cervix frozen). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, cervix disorder, nephrolithiasis, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, visual impairment, endometriosis, mood swings, menstrual disorder, vaginal haemorrhage, dysgeusia, vulvovaginal mycotic infection, urinary tract disorder, bladder disorder, depression, anxiety, rash erythematous, migraine, nausea, dizziness, balance disorder, dysmenorrhoea, pelvic pain, vaginal discharge, vision blurred, vitreous floaters, fatigue, weight increased, gastrointestinal motility disorder, abdominal pain, back pain, arthralgia and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, balance disorder, bladder disorder, cervix disorder, chest pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal motility disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nephrolithiasis, pelvic pain, psychological trauma, rash erythematous, tooth disorder, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 the plaintiff received treatment for menorrhagia , psychological trauma, urinary tract infection, tooth disorder, hormone level abnormal, alopecia, gastrointestinal disorder, visual impairment, endometriosis, nephrolithiasis. Four coils in the uterus on the left side and two coils in the uterus on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: fu 3 and 4 were processed together. Pfs received. This case become incident. Reporter information, medical history, concomitant drug, lab data, lot number added. Event : mood swings, menstrual cycle changes, abnormal bleeding (vaginal), metallic taste in mouth, yeast infection, uterine infection, depression, anxiety, red cluster red rash on right side where there was pain, bladder or urinary problems or changes, migraines / headaches, nausea, dizzy, equilibrium is thrown off, dysmenorrhea (cramping), had cervix frozen due to abnormalities in cervix, pain, vaginal discharge, blurry vision and difficulty focusing , sometimes I see floaters or black spots, fatigue, weight gain, abdominal pain, back pain, joint aches/pain, chest pain, excessive bleeding. Event gi conditions were updated as gi conditions/issues with both constipation and diarrhea on 27-sep-2019: fu 3 and 4 were processed together. Mr received. Reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.